Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured during filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured february 27, 2016 - march 01, 2016. The device was received for evaluation. Visual inspection identified liquid inside the housing. Further examination revealed that this was due to missing film wrap. No evidence of rupture was found on the bladder. The reported condition was verified. The cause of the missing film wrap could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.